Event description:
It was reported that bd bbl¿ schaedler agar with vitamin k1 and 5% sheep blood had one plate with a colony on the medium when the plate was removed from the wrapping. No patient impact was reported. The following information was provided by the initial reporter: there was 1 plate with a colony on the medium when the plate was removed from the wrapping

Manufacturer narrative:
Date of event: no event occurrence date listed, therefore, awareness date from global complaint was used -(B)(6) 2022. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: this memo is to summarize findings on the complaint (B)(4) against bd¿ schaedler agar with vitamin k1 and 5% sheep blood, catalog number 254042, lot number 2206214. Event description: it was reported that one plate with a colony on the medium was detected when the plate was removed from its wrapping. Complaint history review: the complaint history has been reviewed and a complaint trend for this product could not be identified. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory and no deviations were observed. Sample analysis: the retain samples were reviewed and no deviation could be detected. Picture sample was provided showing one contaminated plate. Evaluation results and investigation result: at this stage of our investigation, we have excluded any systemic failure in our manufacturing process. This product does not have an sal (sterility assurance level) claim. It is filled aseptically, therefore an occurrence of a contamination event cannot be entirely ruled out. Please note that the valid standard for these products is din en 12322 "in vitro diagnostic medical devices - culture media for microbiology". According to this standard the contamination rate for each product lot must not exceed 4.9%. Based upon our continuous monitoring, we derive a contamination rate that falls below this specified value. According to our high quality standard, we only release product batches to the market with an aql (acceptable quality level) = 1.5. Although this contamination level is very low, we cannot completely exclude that a customer may receive contaminated plates. Based on the provided picture and the report, the complaint was confirmed for contamination. H3 other text : see h.10.

Event description:
It was reported that bd bbl¿ schaedler agar with vitamin k1 and 5% sheep blood had one plate with a colony on the medium when the plate was removed from the wrapping. No patient impact was reported. The following information was provided by the initial reporter: there was 1 plate with a colony on the medium when the plate was removed from the wrapping.